Manufacturer narrative:
Information contained in this report was previously submitted through psr on (B)(6) 2018a review of the device history record has been completed. No deviations or non-conformances noted.device evaluation: visual analysis of the returned device identified: underweight, opening, crease fold. A microscopic analysis was performed which identify sharp edge and with non-penetrating nicks assessed as surgical impact opening. A dimension measurement in the shell was performed which identify the thickness within specification. Stress mark. Based on the device analysis the final assessment is: a sharp edge opening with non-penetrating nicks assessed as surgical impact. Non-penetrating nicks.further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.reason for reoperation: broken device.

Event description:
Healthcare professional reports a device "broke out" during implant surgery. The device and inner silicone gel touched the patient. Surgery was successfully completed with a backup device.